Manufacturer narrative:
One opened/used reservoir was tested and the device passed per specifications, no leaks were noted.

Event description:
It is reported that a customer was states there is a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 124 mg/dl at the time of the call. The customer states that they do not know if the leak is past the first o-rings. The customer was sent replacement reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.